Event description:
It was reported that a patient presented with left ventricular lead dislodgement noted via x-ray imaging. This resulted in high capture thresholds. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.